Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, once in four days, ongoing, route not reported) and amikacin injection (125mg once a day, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the event. It was reported that the patient will be discharged after antibiotic course completion. Pd therapy was ongoing. No additional information is available. No additional information was available.